Event description:
Caller reported encountering cgm error 42 multiple times, but did not attempt to reset the pump. There was no adverse impact to the customer's blood glucose level. Customer was advised to use mdi as a backup therapy and received instructions for handling the replacement pump, which was sent to them by cts. They were instructed on using the updated software and returning the faulty pump using the provided return box and pre-paid label.